Manufacturer narrative:
The following other knee devices were also listed in this report: gmrs small femoral bushing, cat# 6495-2-105, lot# lcn680. Mrhk tibial sleeve, cat# cat# 6481-2-140, lot# lcn841. Mrhk bumper insert - neutral, cat# 6481-2-130, lot# lcn346. 28mm std lfit v40 head, cat# 6260-9-128, lot# 36627805. Proximal fem comp std, cat# 6495-1-001, lot# s4c7a. Gmrs extension piece 80mm, 6495-6-080, lot# s6lkr. Gmrs extension piece 100mm, cat# 6495-6-100, lot# s6ctj. Gmrs connection piece 90mm lft, cat# 6495-6-009, c lot# td358. Gmrs dist fem comp sml l 65mm, cat# 6495-2-010, lot# s4ykd. Mrh tibial b/plt keel sml 1, 6481-3-110, lot# s47df. Mrh tib rot comp xs-xl, cat# 6481-2-100, lot# 023230. Gmrs small axle, cat# 6495-2-115, lot# ctd939. Kmax stem extnr(s,m,l,xl),80mm, cat# 6476-8-260, lot#, s4txb. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that patient implant is infected and wash out to be scheduled. Additional information provided by sales rep - (B)(6) 2013: it was reported that, at surgery, all poly plants were exchanged (a routine procedure).

Event description:
It was reported that patient implant is infected and wash out to be scheduled. Additional information provided by sales rep - (B)(6) 2013: it was reported that, at surgery, all poly plants were exchanged (a routine procedure).

Manufacturer narrative:
The event was not confirmed as no items were returned and no medical records were provided. DHR review determined that the lot was manufactured and packed to specification. A review of the sterilization records verified the sterility of the reported product lot. Chr review confirmed that there have been no similar events for the lot or sterile lot. The investigation concluded that there is no evidence to suggest that the reported event is manufacturing related. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.